Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization prior to distribution.

Event description:
A vns physician in (B)(6) reported that they had a patient who was implanted on (B)(6) 2010, presented with an infection about 3 weeks after the implant. Antibiotic treatment was given for 2 weeks, and the infection was washed, but ultimately the generator was explanted ((B)(6) 2010) and the lead explanted ((B)(6)2011). The explanted products were discarded. The patient is doing well since explant.